Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 91% stenosed target lesion was located in the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was noted then that the tip of the stent struts was lifted up. The device was completely removed directly from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 91% stenosed target lesion was located in the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. It was noted then that the tip of the stent struts was lifted up. The device was completely removed directly from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis without the hub/manifold. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 1424 mm from the distal end of the tip. The manifold was not returned for analysis. The hypotube was also noted to kinked at kinked hypotube 1067 mm from the distal end of the tip. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.